Manufacturer narrative:
Other applicable components are: product ID: 37746,serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there were positional stimulation changes started on (B)(6) 2017. It was reported that their leg wanted to do a tap-dance all by itself. There were no related falls or traumas. This was noticed 3 days ago and had gotten worse and worse. When the patient laid down it really went hog wild so the patient went to adjust it last night but the patient programmer would not turn on. The patient programmer screen would not power on starting last night (B)(6) 2017. The patient was using heavy duty batteries. It was recommended for the patient to try regular alkaline batteries. The patient stated that they would go to get some soon and would call back if the issue did not resolve with using regular alkaline batteries. The patient could not troubleshoot their position stimulation issues on the call due to their patient programmer not turning on. No further complications were reported.